Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she is on vacation and she switched to her backup infusion device the previous month, and has had erratic blood glucose readings ranging from 400 mg/dl to 36 mg/dl with her average being in the 200's mg/dl. Her target blood glucose is 90-130 mg/dl. She stated the low blood glucose of 36 mg/dl was due to her bolusing insulin via syringe after an elevated reading. She has also been bolusing insulin via her infusion device and changing her infusion headset. Symptoms of hyperglycemia are dry mouth. She had no symptoms with her low reading and corrected it by eating 2 glucose tablets and eating chocolate. To troubleshoot, the patient was instructed to check the alarm history, time and date on her device. She confirmed the time is accurate, but the date was not, so the exact date of the alarms was not able to be verified. She successfully changed the date and verified the basal rates and bolus history are accurate. She said she received an e4 (occlusion) message this morning and she removed her insulin cartridge. She said her device "stunk like insulin", but said there was no moisture in the cartridge chamber. She said her "pump was frozen in one position" and she was unable to complete the cartridge change process. She was assisted in successfully completing the process and reconnecting to her device. Her blood glucose had decreased to 166 mg/dl by the end of the report. On the day after the original date, she said she has had no further occlusions. On follow up with the patient twelve days later, she stated her blood glucose "stayed elevated all the time I was down there." She said once she returned home "it was a lot better." The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.